Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 3 years, since the subject device was manufactured. Based on the results of the investigation, the foreign material remain in the subject device was not identified. There was no physical damage at the location where the material remained. A definitive root cause could not be established. The legal manufacturer reviewed: the customer provided the cleaning disinfection and sterilization (cds) processes. Where no obvious deviations, from instructions for use (IFU) were identified. The instruction for use states, the detection methods associated with the event in "cf-ez1500dl/I, operation manual, chapter 3: preparation and inspection". And the prevention methods in "cf-ez1500dl/I, reprocessing manual, chapter 5: reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white foreign material inside of the jet tube. There was no patient involved.